Event description:
It was further reported that the image problem was discovered during an unspecified procedure. However, the device was inspected before the procedure. The procedure was completed with an unspecified replacement device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided about the reported event. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty charged coupled device (ccd) unit. The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Selection was inadvertently made for yes. The subject device was returned to olympus and evaluated. The evaluation confirmed the reported allegation (no image). The image failure was due to a damaged charge couple device (ccd). Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the high definition (hd) autoclavable camera head was not producing an image. No patient or user harm was reported in relation to this event.